Event description:
Boston scientific received info that the right ventricular (rv) lead exhibited intermittent capture at 6.5 v at 0.4 ms, a lead impedance of 540 ohms, and sensing of 5.5 mv. It was noted that the pt did not use the rv lead. Programming changes were made (no specifics given) and a chest x-ray was being considered. No adverse pt effects were reported. At this time, no further info was available to the boston scientific field rep. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.